Event description:
An impella 5.5 was being placed via the axillary artery graft site to support the 78 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had previously been supported by an impella cp, inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The team was escalating from the cp to the 5.5 despite discussion of poor and challenging native anatomy. The team was able to access the left ventricle with the guidewire but, the pump was unable to be delivered. The team noted resistance at the innominate artery and there was calcification. The team instead allowed for the cp to remain on for support and deliver an extracorporeal membrane oxygenation (ECMO) at the axillary site. The delivery failure and removal of the 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s poor vasculature.